Manufacturer narrative:
Additional information: x-ray review h6: x-ray review: post op x-ray show subsidence of an expandable l4-5 interbody cage after tlif. Length of time from surgery is unknown. There is a paucity of bone graft at this level. Endplate preparation and bone quality may be contributing factors.sizing of cage and expansion past torque limitation may also affect this.

Manufacturer narrative:
The device is not returned to manufacturer for evaluation but x-ray images are available.a follow up report will be sent when the results of x-ray review is made available.

Event description:
It was reported that on an unknown date, post-op, cage subsided.